Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the tubing was leaking unspecified fluids on a peripheral nutrition line. It was reported that all the connections were secure. There was no report of patient harm.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the tubing was leaking unspecified fluids on a peripheral nutrition line. It was reported that all the connections were secure. There was no report of patient harm.

Event description:
The customer reported that the tubing was leaking unspecified fluids on a peripheral nutrition line. It was reported that all the connections were secure. There was no report of patient harm.

Manufacturer narrative:
The report of a leak was neither confirmed nor replicated. Functional testing and pressure testing resulted in no leaking. The root cause of the reported failure was not determined.